Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter claimed that a "few years back" she had done two tests right after each other and she had been concerned about the difference between the results. The reporter did not recall the readings she had obtained. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.